Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare physician reported they did not mentioned any problem at appointment and there was excellent results of test.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, implanted: (B)(6) 2018, product type: screening device, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urgency frequency. The patient was concerned if her lead wires had moved or come out. The patient was asked about the symptoms, the patient was seeing improvement that day but it was recommended that she contact her clinician for any concerns about the lead wires. It was noted that the trial started on (B)(6) 2018. No symptoms were reported. No further complications were anticipated/reported.